Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the elevated hba1c is an instrument malfunction. A siemens healthcare diagnostics field service engineer was dispatched to the site and replaced the r1 probe and confirmed after repairs that the instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Customer reported elevated hba1c qc results above laboratory range. No patient results were reported while qc was out of laboratory range. Patient treatment was not altered or prescribed on the basis of the hba1c qc results above laboratory range. There was no report of adverse health consequences as a result of the hba1c qc results above laboratory range.